Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a reverse total shoulder arthroplasty. During this surgery, the drill wire was found left inside the patient after the surgery was complete. Surgeon was able to go back into the patient and remove the wire successfully.

Manufacturer narrative:
(B)(4). Examination of the returned pin was unable to confirm the reported event. Dimensions taken were within specification. Visual inspection did not show any physical damage. Review of device history records of the known product/lot code combination identified no related manufacturing deviations or anomalies that would have contributed to the reported event. Device history record review was not possible for the unknown drill product/lot code combination. Root cause was unable to be undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.